Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels reaching 37 mg/dl; cause was not known. Juice was consumed to address bg. The pump data was reviewed and it was found that the pump was working as intended; customer acknowledged this information. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 37 mg/dl was not entered into the pump by the user between (B)(6)2018 and (B)(6)2018 and continuous glucose monitor was not in use. There were no erratic basal rate adjustments during the date range provided. At 1:20 pm on (B)(6)2018 the user requested a bolus for 153 grams of carbohydrates then delivered the maximum bolus allowed of 25 units. A few minutes later the user requested and delivered an additional 0.5 units via bolus. Immediately following the user entered a bg value of 52 mg/dl into the pump. Approximately 30 minutes later the user suspended insulin delivery and did not resume for the remainder of the day. It is possible the user overcorrected. There is no evidence that the insulin pump experienced a malfunction or failure.